Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported "exchange of textured to smooth due to the patient¿s concern of the implant" and "capsular contracture baker grade unknown" confirmed via MRI. This record is for right side. Device remains implanted.

Event description:
Healthcare professional reported "exchange of textured to smooth due to the patient¿s concern of the implant" and "capsular contracture baker grade unknown" confirmed via MRI. Patient later reported "rupture" as reason for removal. Later healthcare professional reported "rupture" and "the device was confirmed to be ruptured during explant surgery". This record is for right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, anxiety - product/ procedure and rupture was received on nov 20, 2025 with lot number 2759958. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "exchange of textured to smooth due to the patient¿s concern of the implant" and "capsular contracture baker grade unknown" confirmed via MRI. This record is for right side. Device was explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h3, h6.